Event description:
Dealer stated that the gel insert of the seat cushion on an unknown custom power chair is leaking onto the seat pan. The adhesive is ruined and the cushion is no longer secured to the seat pan.